Event description:
It was reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the buttons were unresponsive and the time on the insulin pump was not advancing by more than one minute. Instructed the husband to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.